Event description:
It was reported to philips that the footswitch in the operating room stopped working. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the device was used for acute myocardial infarction surgery. The surgery was completed by using the footswitch in control use after 20 minutes delay. There was no harm or injury reported to philips. The philips field service engineer (fse) called and checked with customer and confirmed that the wired footswitch in operation room could not work suddenly. The customer confirmed that the reported problem was due to an ECG electrode pad stuck into the footswitch padel. To resolve the reported issue, the customer removed the ECG electrode pad. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.